Event description:
Per the audiologist, approx six months ago (date not reported), it was noted there was a break down at the implant site and an "ulcerated site with a large bump". The pt was treated with bacitracin and an antibiotic. Reportedly, the pt has a history of skin irritation. The pt did not use the device for two months. In early 2009, the pt's mother reported intermittency when the pt used the device. An x-ray determined the internal magnet had become dislodged from the magnet pocket. No trauma had been reported. A revision surgery to insert a new sterile magnet back into the magnet pocket is planned, but had not been scheduled at the date of this report, eleven days later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.